Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # p55p9n. Device analysis: the analysis results showed that one ecr45g cartridge reload was received. The reload was received fully fired with the pan damaged. No functional test could be performed due to the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that there was an unknown problem with the device. No history of the product was able to be captured. The procedure is unknown.